Manufacturer narrative:
This is being reported for a problem found earlier. Investigation of the case logs showed that the software detected and then alerted the user of excessive deflection during the placement of screws. This excessive deflection is caused by skiving while an instrument is inserted into the end effector. Force is indicated by the force meter in the bottom right hand side of the screen. Additionally, there is a warning presented on the bottom of each trajectory view of the navigation screen in the event that excessive force is detected. Excessive force and skiving can lead to the misplacement of screws. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.